Event description:
It has been reported by a kimberly-clark sales representative that during suctioning, the catheter had allegedly become detached from the suction valve and remained in the pt's endotracheal tube. The catheter was reported to have been removed with some difficulty. There were no reports of any injuries or death as a result of the alleged product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
A sample has not been provided for evaluation. Investigation is in-process. A supplemental report will be submitted upon receipt of additional relevant info. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.